Event description:
It was reported that this pacemaker was exhibiting oversensing due to electromagnetic interference (emi). The device presented undersensing as well during a medical procedure. No adverse patient effects were reported.